Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a malfunction code. The customer's blood glucose (bg) level was 280 mg/dl. Insulin injections were administered to address the bg level and for insulin therapy.